Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the patient was brought in to the clinic and non-invasive programmed stimulation (nips) and defibrillation threshold (dft) test were performed. It was reported that the painless shock impedance measurement was 170 ohms, however, the patient was able to be converted during the dft test with measured shock impedance of 91 ohms. Boston scientific technical services (ts) explained the possible causes and agreed that the clinic could continue monitoring. A this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements and high pacing thresholds measurements for an unknown reason. The physician is considering a revision procedure. Currently this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this rv lead and the existing crt-d were replaced. Prior to the revision, the rv shock impedances were noted to be chronically high at 170 ohms. In addition, the pace impedances had increased, but to values that were still within range at 1600 ohms. No additional adverse patient effects were reported.